Manufacturer narrative:
D10 concomitant products: 7cn80h, 8.0mm shil cuffed trach cann, (lot #23e1906jzx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the tracheostomy cannula was replaced three times in three days span and the patient was not receiving adequate mechanical ventilation. The respiratory therapist involved in second third trach replacement realized that the same lot number was being used in replacements and failing in the same spot of the cuff when tested after removal.